Event description:
The pt had heavily calcified iliacs and the physician was encountering a high amount of resistance. The top cap was secured and the pin vise was tightened after deployment of the suprarenal stent. After the contralateral leg was deployed, the physician began to pull the top cap cannula down through the main body graft. He encountered resistance due to what was thought to be the calcified iliacs, but was actually due to the top cap being caught on teh suprarenal stent. The graft was pulled down to the bifurcation and the procedure was converted to an open repair. The pt left the or in stable condition, but expired within 36 hours of surgery.